Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm epic valve was successfully implanted. The 29mm epic valve had been sized according to the instructions for use. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, it was noted that the patient suffered a left ventricular rupture. The decision was made to emergently explant the 29mm epic valve and replace it with a 27mm epic valve. It was noted that the leaflet of the 29mm epic valve was potentially damaged during the explant procedure. The patient was stable at the time of report. The direct cause of the left ventricular rupture is unknown.

Manufacturer narrative:
An event of a left ventricular rupture and potential cusp damage during explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with oversizing of valve. Please note that per the instructions for use, "warning: standard aortic valve size selection is based on the size of the recipient annulus. Implantation of an inappropriately large bioprosthesis may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. The use of an inappropriately small bioprosthesis may result in suboptimal hemodynamics. Use only st. Jude medical¿ sizer set models b803 or b1000 to size biocor and epic standard aortic valves."